Event description:
The customer contacted baxter's technical service center to report an issue of leaking cassette while on the home choice (hc) device during use. The home patient (hp) stated that the current cassettes were leaking during therapy. The baxter technical representative (tsr) inquired as to whether the hp had a new box of cassettes from a different lot number to use. The hp did have new box of cassette. The tsr suggested that she try the new cassettes and if she encountered the same problem, the hp should call baxter and tsr will initiate a swap of the hc. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the reported issue of leak. The hp stated there were 4 cassettes from the same lot that had leaked during use. The fluid was coming out of the cassette from behind the hc door. The hp thought that maybe the cassettes were not properly sealed causing the leak issue. The hp stated she was very careful handling the cassettes hence she could not have caused any damage to the cassettes. There was no visible damage or abnormalities on the cassette. The hp had discarded the actual samples and will hold one companion sample for evaluation.

Manufacturer narrative:
(B)(4). Baxter received one companion sample in original packaging. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted. Sample was not confirmed for the reported problem of leak. The cause was undetermined.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The actual sample not available. A request for the return of the companion sample has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.